Event description:
It was reported that the reason for the call was the patient reported that they met with a manufacturing representative at their healthcare provider's office on thursday ((B)(6) 2025) and the representative made some adjustments because the patient was having issues with urine retention. The patient said they were having a little bit of improvement, but they would like to have a bigger improvement. The patient asked if the therapy could be adjusted further. The agent reviewed therapy adjustment options with the patient and redirected the patient to their healthcare provider to further address the issue. The agent sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.